Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 462 mcg/day) via an implanted pump. The patient¿s medical history was spasticity. The indication for pump use was multiple sclerosis and intractable spasticity. It was reported that the pump was determined to be flipped in (B)(6) 2021 when the managing physician could not access it for a refill. An x-ray determined it was flipped. The exact date of the x-ray was unknown. The environmental, external, or patient factors that may have led or contributed to the issue were noted to be weight loss and possibly the patient manipulating it. The patient was taken to surgery for a pocket revision. During the procedure, the pump pocket was opened; the pump was flipped back; and then secured with a silk suture to the underlying fascia at 4 points. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.